Event description:
The patient alleged that the pump reboots without user intervention. She said it happened 15 times and started earlier in the day before she called animas. She confirmed that the battery cap was secure. There was no visible battery cap damage or cracks around the battery compartment. She also denies any corrosion in the battery compartment. After trying new batteries, the problem reportedly persisted.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.